Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a broken black nut on the controller, was not confirmed. The heartmate3 system controller (serial (B)(6), was not returned for analysis. The provided information indicated that the controller would not be returned for evaluation and that it has been disposed of. No additional documents or pictures were submitted. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate3 patient handbook section 10, ¿safety checklists¿ instructs users to regularly inspect their equipment for damage, including damage to the system controller¿s power cords, and to obtain replacements if needed. Heartmate3 instructions for use section 8, ¿equipment storage and care¿ and heartmate3 patient handbook section 6, ¿equipment maintenance¿ explain how to properly care for the system controller, including storage, transport, cleaning, and maintenance. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the black nut of the main controller and the back-up controller were broken. Both controllers were exchanged.